Event description:
This flowmeter was plugged into the wall o2 line as usual. An employee heard a noise in the unoccupied room. Upon investigation, she found the flowmeter broken, hanging from the wall by the safety device. This is the fourth flowmeter to break in this fashion.